Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, e1, h3, h6

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii diagnosed via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: e1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii diagnosed via ultrasound. The device has been explanted and replaced.